Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received the following results, with two different meters, within 10 minutes: 123 mg/dl (aviva system 1) and 291 mg/dl (wife¿s aviva system 2). The same exact vial of strips were used on both meters. No adverse event reported. Return of the suspect device was requested for evaluation and replacement was sent.